Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8551, lot # cs0096, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type accessory; product ID 8551, lot # cs0096, product type accessory.

Event description:
On 2016-09-07, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (10 mg/ml at a dose of 2.948 mg/day) via an implantable pump programmed to simple continuous for pain therapy. On (B)(6) 2016, the hcp was going to perform a morphine refill procedure using an 8551 refill kit. The hcp used the needle connected directly to the empty syringe provided in the kit and found it difficult to locate the reservoir refill port. During needle insertion, there was some air flow back in the syringe. When the hcp felt the needle was in the reservoir chamber and during withdraw fluid, some fluid leaked from the hub of the needle. The hcp replaced the needle with a new needle from the kit. On the second attempt, the hcp found the same issue of morphine fluid leak from the hub of the needle. The leak was not at the needle/syringe connection. The hcp changed to another 22g needle that was used commonly in the clinic, but it was difficult to identify the site of reservoir refill port and there was swelling at the pocket site. The hcp decided to move the patient to the operating room (or) and proceed under fluoroscopy until the refill procedure was successful. The hcp was able to withdraw 4 ml of fluid from the pump reservoir (expected reservoir volume = 4.7 ml). The hcp was able to inject only 36 ml of drug due to resistance that occurred. It was stated, "the patient had complaint a lot about [their] system of feeling like pump was breakout, then he stop inject." The patient was investigated for pump damage by x-ray and ultrasound to see any fluid leakage at the pocket site. All results were normal. The patient was admitted to the intensive care unit (ICU) for close monitoring. After the patient slept and woke up in a few hours, they could not remember anything of the event that occurred in the or. The patient had some symptoms of dyspnea in the night, but their blood pressure (bp) and vital signs were normal, so the patient was put on an o2 mask. The following day, the patient was stable with no symptoms. The initial report indicated the reason for removal of the lead/extension/accessory was breakage. The device was used with/in patient. There was no patient death. There was a patient injury.

Event description:
Additional information received from a manufacturer representative indicated the patient experienced severe pain (also reported as pain symptom return) following the (B)(6) 2016 refill. The patient felt no drug was being delivered from the pump. The patient had no support from the manufacturer for the refill that resulted in the issue and was dissatisfied with product quality. The procedure took approximately 2 hours and the patient had pain at the pocket site due to several needle sticks.